Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse has checked the liquid level sense (lls) amplifier, alignment of dilution probe pipette (dpp) and analyser to track. Running 84 samples from sample tray did not replicate the issue. The issue was only observed when sampling from track. The cse observed several occasions where dpp probe did not enter the primary tube at the interface gate. When this occurred, some samples resulted as errors, na <100, k<1, and results with a "<" sign. The cse observed that the interface gate was not properly fitted to the track. The cse aligned the gate to its correct position. No additional tubes were missed after this modification. In addition, the cse checked the 'volume judge' tick boxes in the configuration. When the boxes are unchecked, the liquid level sensing of the dpp probe is deactivated. It is unknown who unchecked the boxes, as the instrument default settings are for the boxes to be checked. The cause of the multiple discordant results was due to a misaligned interface gate, which impacted sample aspiration. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on multiple methods on patient sample on the advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting in the expected physiological range. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.